Event description:
Patient's father contacted dexcom technical support on (B)(6) 2010, to report that his son experienced cgm inaccuracies. Patient's father reported that patient's cgm was reading high and pt did not have his blood glucose monitor with him to confirm with a fingerstick, so he gave himself insulin based on the high cgm reading. After dosing with insulin, pt did not feel well and passed out. Pt was taken to a "center," where they discovered his blood glucose was 18 mg/dl. Pt was given two glucagon shots and was revived. Pt was sent home and was doing fine at the time of his father's call to dexcom technical support. Patient's father indicated that he did not know if pt was taking anything containing acetaminophen or whether he was calibrating every 12 hours. He stated that pt has several other health issues and that, due to other health circumstances, it is not unordinary for patient's blood sugar to severely fluctuate.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.